Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician attempted to pre-dilate an unk lesion with a 15x3.5mm quantum maverick monorail balloon catheter. Upon the 2nd inflation, the balloon ruptured at 16 atms. The procedure was completed with this device. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
The complaint device was not returned for review; therefore, a technical analysis could not be performed. The mfg records for this batch were reviewed and no issues or discrepancies were found. A review of the mfg documentation for this batch found that the device met all material, assembly and product specifications at the time of release to distribution. The most probable root cause for this event is operational context.